Manufacturer narrative:
A philips remote service engineer (rse) recommend that they use cl wireless transducers as a workaround before the replacement transducers come in. The customer stated that nurses have reported same behavior with both wired and wireless. The rse asked them to send paper tracings from examples of wireless cl behavior. The customer stated that they would try to get more information and provide the tracings; no further information was received. The rse discussed additional issues of difficulty to obtain a tracing. The rse recommended proper ultrasound placement (over fetal back) with a thin layer of gel covering face of transducer. The rse provided technical information regarding transducer replacement. The biomed will review with nursing staff. A philips clinical specialist (cs) will go onsite to support customer clinically, review workflow, and address education needs. A philips technical consultant (tc) went onsite and replaced the affected transducers with transducers using firmware revision k, as a work around. The system was operational after replacing the transducers with revision k devices. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer biomedical engineer (biomed) reported that the device is malfunctioning, as the heart rate jumps when monitoring twins; tracing is jumping to 180 beats per minute (bpm) and problems with preterm. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.